Event description:
It was reported that there was a right ventricular (rv) lead warning about ten months earlier for low impedance measurements. It was also reported that there were episodes of high rv lead capture thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4058m45 lead implanted (B)(6) 1996; 305u23 tissue valve implanted (B)(6) 2007. (B)(4).